Event description:
New information received notes that during device changeout for normal eri, the lead was capped and replaced.

Event description:
During follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.